Event description:
Customer reported insuline leaking in the reservoir compartment causing a strong smell. The blood glucose reading was 381.6 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.